Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since it was manufactured over 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, a definitive root cause of the twisted/kinked/broken/ faulty cable unit could not be identified. The event can be detected/prevented by following the instructions for use which state: [precautions against frozen or lost endoscopic images] -never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the image from the camera head was very dark. There were no reports of patient harm or injury associated with the event. Upon inspection and testing of the returned device, it was discovered the image disappeared temporarily. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customers¿ allegation "image was very dark," was not confirmed. It was discovered, during evaluation, the image was flickering due to the cable unit being twisted and kinked. Also, the cable was broken. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.